Event description:
A malfunction alarm identified as malf 9 was reported. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump. Since the malfunction did not recur after resetting, the customer was advised to continue using the pump and to contact support if the issue reappears.